Event description:
The pt had a trifecta ti tf-21a aortic valve replacement for severe aortic insufficiency, moderate to severe mitral regurgitation and mild coronary artery disease. This occurred on (B)(6) 2013. Recently the pt had complaints of chest pain. The pt had a positive stress test as an outpatient and subsequently underwent cardiac catheterization showing progression of coronary artery disease and recurrence of severe aortic regurgitation. The pt underwent replacement of the #21 trifecta tissue valve (aortic valve) with a st. Jude mechanical 19agfn-756 regent flex cuff valve. The pt also had coronary artery bypass grafting x2, vein graft to the left anterior descending and right coronary artery graft.